Event description:
During a cataract/glaucoma case, the suspension arm of the opmi lumera I scope fell and struck a patient. The patient received an abrasion to the eyelid. The abrasion was left to heal on its own. A doctor saw the patient the very next day, and everything looked fine. No serious injury occurred. There was no medical intervention needed.

Manufacturer narrative:
N/a.